Event description:
It was reported that the patient's implantable neurostimulator (ins) was not working and needed to be removed. Additional information was requested for further details as to device issue, interventions/treatments, and patient status/outcome but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3998, lot #l92734, implanted: (B)(6) 2002, explanted: unk. Extension: model 7495-51, serial #(B)(4), implanted: (B)(6) 2002, explanted: unk. Extension: model 7495-51, serial #(B)(4), implanted: (B)(6) 2002, explanted: unk. Programmer: model 7435, serial #(B)(4).